Event description:
Patient in full code, physician ordered an x-ray for line placement. I attempted to x-ray patient but mobile x-ray did not expose after several attempts. The mobile x-ray from the ed had to be brought upstairs in order to get an x-ray. This work order had been put in several times for portable malfunction. Work orders were put in and ge rep had fixed portable previously.